Event description:
It was reported that the pwd received a line block alarm (occlusion alarm). Pwd reported that she checked her tubing and saw no issues and opted to change site located in abdomen. When site was removed, she saw tissue on the inside of cannula. There was no leaking found in the infusion set. There were differences about the cannula. The adhesive was secured. The type of cgm is being used was freestyle libre 3 plus. The infusion set was replaced last 24 hours. The pwd was wearing the infusion set. There was patient involvement and no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 and d8: updated. D4 - model #: should be blank. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection included one image showing an infusion site with its adhesive pad intact and a straight cannula; however, the cannula of the received sample was observed to be bent. Functional testing of the infusion site cannula demonstrated free flow. The reported complaint could not be confirmed, and no root cause could be determined.